Event description:
A customer reported that that two telemetry patients were found to be discharged at the central. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that they were able to readmit the patient successfully. A technical support representative performed a preliminary review of the device logs and found no issues or inconsistencies. At this time, the cause of the reported issue has not been determined. Should additional information be found, a follow up report will be submitted in accordance with 21 cfr 803.56.